Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments or partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was damaged and allowing them to see display partially. The customer's blood glucose level was 56 mg/dl. Customer states the insulin pump was bumped. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.